Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Aseptic battery housing, part number 89-8521-470-40, lot number 5013715 was not returned for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. A follow-up medwatch will be submitted if the product is returned or if additional information is received. Additional information regarding section b3: the date of the event is unknown at the time of this report.

Event description:
It was reported that during the hard sclerotic bone surgery the high vibration caused the aseptic battery housing, part number 89-8521-470-40, lot number 5013715 to open. This event happened during surgery and the sales mentioned that it happened several times. This event is related to a malfunction that could potentially lead to a sterility issue. No delay was reported. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received. The date of the event is unknown at the time of this report.

Event description:
It was reported that during the hard sclerotic bone surgery the high vibration caused the aseptic battery housing, part number 89-8521-470-40, lot number 5013715 to open. This event happened during surgery and the sales mentioned that it happened several times. This event is related to a malfunction that could potentially lead to a sterility issue. No delay was reported. There was no harm or injury to patient/operator reported.